Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and the device had a cracked front case and fluid ingression. A review of the event log found no evidence of an issue. Delivery accuracy testing was performed and duplicated the reported issue, outside of the manufacturing specifications. It was determined the low flow issue was caused by the fluid ingression. Based on the evidence, the root cause was attributed to a user issue.

Event description:
Information was received indicating that a smiths medical cadd-prizm® vip system requiring service request for "low flow (-7.5%)." There were no reported adverse effects.